Event description:
The customer stated after shutting down and rebooting the instrument a leak from reagent probe a was discovered in the drip tray under the probe. The customer stated the amount of leaked fluid from the probe was < 5 milliliters. The customer was wearing personal protective equipment; no reports of exposure or injury were reported. In addition, no erroneous results were generated.

Manufacturer narrative:
The customer technical service (cts) assisted the customer by phone. The cts advised the customer to stop and home the instrument. The customer stated no further leaking was observed from the reagent probe after homing the instrument. The cts advised the customer to check the fitting on top of the reagent probe; customer verified the fitting was tight and not loose. The leak could no longer be observed. A leaking reagent probe, upon recur, could potentially impact any or all chemistries, including critical chemistries. (B)(4). Remote troubleshooting by phone.